Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/09/2019. H3 device evaluation summary the device component were identified as product code z341h was received for evaluation. A fracture was observed in the body of sample b. The needle was received in two pieces, only one of the mating fracture surface was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needles. The fracture surface was examined in multiple locations in order to determine the fracture mode. The evaluation of pc-000479275 revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fractures and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. Second device, sample a reported under mw 2210968-2019-83533.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mg6496 number, and no non-conformances were identified. Second device reported under mw 2210968-2019-83533.

Event description:
It was reported that the patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2019 and suture was used. The needle broke when trying to close the tissue. Another device was used to complete the procedure. There were no adverse patient consequences reported.